Event description:
It was reported that the lead "had moved" and was not capturing at any output. The lead was repositioned. Some days later, the physician realized the lead "had moved" again and was not capturing; this was confirmed on x-ray. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism and tissue on the helix.